Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report 3005099803-2008-02138 for a description for the first event. It was reported to boston scientific corp on july 14, 2008, that a spyscope access and delivery catheter was used on a female pt during a spyglass dvs procedure in 2008. According to the complainant, the day after the procedure, the pt experienced acid reflux. Symptoms were: indigestion, discomfort and sense of anxiety. The pt was given medication (exact medication unk) and the event was resolved without sequela, and the pt has since recovered.

Manufacturer narrative:
The suspect device has not been received for eval; therefore, the cause of the reported malfunction is undetermined. The 2008, 15-month spyscope access & delivery catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.